Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and applied medical was unable to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: sigmoid colectomy (lap and open). Event description: the rep was present during the case. The surgical team was using the jaws of the device to dissect through the adhesions connecting the bowel to the abdominal wall. While the jaws of the eb215 were being used to dissect the adhesions using blunt dissection, the jaws punctured bowel. No energy was delivered by the device and the blade trigger was not pulled when the bowel was punctured. The punctured bowel was addressed later in the case when the case moved from laparoscopic to open. At this time the punctured bowel was sewn together. The case was originally planned to move from laparoscopic to open, the decision to move to open was not impacted by the punctured bowel. No other devices were used alongside the voyant during the blunt dissection. The device was not used on diseased or inflamed tissue. No patient injury. Product is not available for return. Intervention: when the case was opened up the punctured bowel was sewn together. Patient status: okay.